Event description:
It was reported that a patient underwent a knee prosthesis surgery on an unknown date and a barbed suture was used. Post-op, the suture under the skin returned to the surface of the skin creating an infectious. The patient underwent scar revision with the removal of the suture. Additional information was requested.

Manufacturer narrative:
Pc-(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Name and date of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? Open, laparoscopic or other? On what tissue was the suture used? Was at least one reverse stitch performed prior to closure? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? What was the tissue condition normal, thin, calcified, fragile, diseased? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe any medical surgical intervention required for this suture event including dates and results. Please provide the onset date and time of the device extrusion from the initial procedure. How was the extrusion managed? Please describe the patient manifestations of the reported infection location, severity, appearance, systemic or local infection. Please provide the onset date and time of infection from the initial surgical procedure. Were there any pre-existing signs and symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound, if applicable? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Are the product code and lot number the same for all 8 patients? Product code sxpp1b202; lot # rbbcqt? If applicable, will product be returned? If so, please provide the return date and tracking information. ¿ trade name - (B)(6). Active ingredient(s) ¿ (B)(6). Dosage form ¿ suture/solid/parenteral. Strength = (B)(6).

Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/28/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 medical device problem code. Additional information was requested and the following was obtained: name of index surgical procedure? Total hip prosthesis on coxarthrosis. What was the initial approach for the index surgical procedure? Open. On what tissue was the suture used? Under skin. Was at least one reverse stitch performed prior to closure? No. Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Yes. What was the tissue condition? Fatty. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? During the re-operation, parts of suture were found. Please describe any medical/surgical intervention required for this suture event including dates and results: recovery of the scar on (B)(6) 2021. Please provide the onset date/time of the device extrusion from the initial procedure:(B)(6) 2021. How was the extrusion managed? Scar recovery with removal of all non-resorbed thread. Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection): local infection on the threat path. Please provide the onset date/time of infection from the initial surgical procedure: skin infection 5 months after. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? No. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Céfazoline 2 gr in pre-operation. Were cultures performed? Yes, on (B)(6) 2021. How much and what type of drainage is present in this wound, if applicable? No drainage. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Resorption too slow or no resorption ? What is the patient's current status? The patient healed. Additional information was requested and the following was obtained: the event date in the file is listed as (B)(4). Is this the date of the initial procedure? Yes. (B)(4).

Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/14/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information: h6. Additional information was requested and the following was obtained: product code and lot number? Product code sxpp1b202; lot # rbbcqt.